Event description:
I rely on a dexcom continuous glucose monitoring device. When contacting dexcom customer support, I experienced repeated difficulty escalating concerns to a supervisor and was treated unprofessionally by representatives. Specifically, representative (B)(4) yelled at me and hung up, and representative (B)(4) refused to transfer me to a supervisor, leaving me on hold for more than 30 minutes. The case number for the call with (B)(4) is (B)(4). Because this is a medical device, I rely on, the inability to obtain professional and timely support could affect patient safety if device issues are not addressed promptly. I request that this complaint be reviewed as part of monitoring dexcom's medical device support procedures.